Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2010 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 25 mg/ml dilaudid at a dose of 14.654 mg/day and 600 mcg/ml clonidine at an unknown dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported that there was a normal pump replacement, but they couldn¿t aspirate. They decided to replace part of the pump segment. They were also going to replace part of the spinal segment. The pump was not primed and the pump pocket was closed. The catheter was not aspirated. The representative was not sure that the dose would be reduced. It was found that the catheter was actually broken and may have broken off into the intrathecal space. The length of the new catheter was not known. Additional information was received on 2017-may-23. It was stated that the event was discovered intraoperatively during a normal scheduled elective replacement indicator (eri) pump replacement. The patient did not experience any symptoms per the healthcare provider (hcp). There were no known symptoms per the hcp. The patient¿s weight at the time of the event was not disclosed. It was stated that the pump replacement was also a pocket revision. The representative found out on (B)(6) 2017, the date of the scheduled replacement. There were no further complications reported or anticipated.